Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was not satisfied with how the instrument burned. Customer thought the effect was uneven. The attendant in the room felt that there was a loose connection where the connector is inserted into the device. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument was recognized by the e100 generator. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed seal and cut tests successfully. There was no physical damage observed during testing. Error logs depicted e100 errors rather than the instrument's. The instrument passed hard grip force test with "5.54989610". No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to problems, including misuse of the product, or other factors not directly related to the device.

Event description:
Refer to h11 for follow-up information.